Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 13-sept-2019 with the following findings: a review of the pump¿s black box and alarm history showed evidence of a call service 078. During investigation, the pump alarmed with a call service (cs 078) during the rewind step. The pump cover was opened and moisture was found on the printed circuit board. Unrelated to the original complaint, the battery compartment was found be cracked with corrosion. A leak test was performed and a leak was identified in the battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a call service alarm (cs 078) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because this issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.